Event description:
It was reported that during a lap cholecystectomy procedure, the device jammed on the initial firing. They got a new device to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Date sent: 01/14/2009. Evalation summary: the el5ml device was received for analysis and the analysis results showed that the device was noted to have the jaw ramp broken off at the left side. The device was tested for functionality and ejected the remaining clips due to the condition of the device. In addition the orange indicator was found beyond of its intended position.